Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: one loose detached needle was returned for evaluation. The device was visually evaluated. Upon evaluation, the device was found to have correct swage and good swage compression. No suture remnant was found in barrel. The detached suture was not received. No conclusion can be drawn at this time. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2014 and suture was used. During continuous suturing of the blood vessel, the needle pulled off the suture. The procedure was completed with the opposing side of the double armed suture. There were no adverse patient consequences.